Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that her blood glucose levels have been high for the past three weeks. The blood glucose at the time of the event was 430 mg/dl. For the past year, she has been switching the site locations on her back from side to side. The customer stated that when she receives the new supplies that she will switch to a 6 mm quick serter and a 6 mm cannula. During troubleshooting, the insulin pump passed support cap, rewind, and tubing tests. The customer was advised to call back if issue persisted. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Insulin pump received with cracked reservoir tube lip.